Manufacturer narrative:
Additional information received from the site indicated that the physician reported that " the blood was leaking out of the main body at needle holes used to secure the stent to the fabric. All were main body." Investigation - evaluation: a review of the complaint history, drawings, documentation, instructions for use (IFU), specifications, trends, imaging review and quality control of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record was not performed since the lot number was not available. Due to this product only being one per lot, no other complaints were associated. The device is shipped with an instruction for use (IFU) that describes the intended use. Specific items addressed include anatomical requirements, warnings & precautions, sizing recommendations, and the correct deployment procedure. The IFU also advises on appropriate patient follow-up so that changes in the structure, should they occur, can be identified and addressed before causing clinical problems. "After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information." Based on the available information clinical factors that may have contributed to reported event may be associated with the patient condition due to observations of significant findings relative to the patient's disease state. The postoperative cta images confirmed a short proximal aortic neck (9mm) increasing the risk of a type 1a endoleak. There was also dilatation of the distal left common iliac artery (cia) with significant calcification resulting in a type 1b endoleak at the distal left iliac leg. Preoperative imaging was not provided; however, so it could not be determined if the device was initially placed outside IFU recommendations for patient selection or if the reported event was a representation of disease progression and/or malfunction of the device. The clinical possibility exists that the type iiib endoleaks seen in the exploratory procedure were caused by friction produced by the left leg overlap, the additional stents placed, ballooning for the expandable stent, or calcification along the aorta. The previously mentioned factors combined with the length of time of graft implantation may have led to fabric erosion or stretching of the suture holes. The open procedure would have also exposed the graft to lower pressure (air versus inner body), allowing blood to noticeably flow out of the holes in the graft at a high rate. Although one or more of these clinical causes may have contributed to the reported event, the root cause remains undetermined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that during an exploratory procedure to determine the cause of a rapidly expanding (grew to 16 cm) abdominal aortic aneurysm (aaa), the physician discovered there were approximately 5-6 holes (type iiib endoleak) on the main body of the graft with blood ejecting at a high rate. A coda balloon was used to control the bleeding followed by the physician sewing pledgets under the sutures to plug the holes. Of note, the patient's proximal aortic neck was funnel shaped and measured approximately 10 mm (considered short). The patient also had previous history of endoleaks spanning over the course of several years.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that the surgeon was performing an exploratory procedure to determine the cause of an abdominal aortic aneurysm that continued to expand (rapid expansion, grew to 16 cm). Previously, the patient had an aaa graft implanted. A fenestrated device was implanted at a later date to fix what was thought to be a type 1a endoleak. Vessels thought to be feeding the sac were also embolized. Upon exploration, when the graft was exposed, the surgeon discovered there were approximately 5-6 holes in the graft and blood was ejecting at a high rate from the holes. A coda balloon was used to gain control and small patches were sewn to plug each hole. Additional information was requested.